Event description:
It was reported that the device went off a long time ago when someone set a phone by the patient. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3487a-33, lot# j0118477v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).